Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-58 lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with palpitations and dizzines. A transmission noted the right atrial (ra) lead with questionable far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.